Manufacturer narrative:
Exemption number e2015055. Approx 1 device was not available for evaluation. There were no remedial actions taken.  This device is not labeled for single-use. Device lost upon receipt at manufacturer.

Event description:
This report summarizes 2 malfunction events, in which the device was shedding metal debris. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One (1) device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One (1) device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device was shedding metal debris. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.   One device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event this event was confirmed under manufacturer report number 0001811755-2016-00717. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device was shedding metal debris. There was no patient involvement; no patient impact.